Manufacturer narrative:
(B)(4). The device was received by the boston scientific quality assurance laboratory with the lead still attached. High powered microscopic visual inspection of the lead barrels and header of the device noted no irregularities. However, burn marks were noted on the front and the back sides of the device case, indicating that a shock was delivered post explant, when the attached lead electrodes were touching the pulse generator case. The device could not be interrogated, due to an end of life battery status indicator. The indicator was cleared and the device was then successfully interrogated (the battery was not depleted). The arrhythmia logbook and stored electrograms within device memory were reviewed. An arrhythmia had been detected on (B)(6) 2014, but no therapy was required or delivered during that episode. No additional arrhythmia episodes were stored in device memory until after the patient¿s death on (B)(6) 2014. Memory indicates that these episodes were due to noise that was sensed during/after the explant procedure, because the physician had not programmed off device therapy after the patient¿s death and prior to the explant procedure. As a result, the device continued to sense and detect noise and delivered high-voltage shocks into a shorted lead condition (the lead electrode was touching or wrapped around pulse generator case), which caused electrical overstress damage (eos) on a component within the internal circuitry. This resulted in a high voltage system fault, which prevents the device from delivering a shock because the device experienced a charge time out and declared end of life status. Laboratory analysis concluded that the device was operating normally prior to explant based on the information in device memory, and the device damage was induced during/after the explant procedure when noise was detected and a high-voltage shock was delivered through a lead electrode to the device case, which damaged circuitry.

Event description:
Boston scientific received information that the field representative was called to collect an explanted implantable cardioverter defibrillator (ICD) as the patient had passed away. Upon interrogation, the field representative was not able to access any device data and could only print the quick notes report. A boston scientific technical services consultant reviewed the report and noted that the battery capacity was depleted. The patient's cause of death was not known, and it was not known whether the patient had received therapy from the device prior to death. There were no allegations made to the representative about the device at the time of the post-mortem interrogation. However, it was not known why the device was depleted. The explanted device will be returned for laboratory analysis.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.